Manufacturer narrative:
One therapy¿ ablation catheter was returned. The reported impedance and rf energy delivery issue could not be confirmed. The catheter met specifications for electrical and temperature testing, and functioned per requirements during the ablation simulation test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance error and rf energy delivery issue could not be conclusively determined.

Event description:
Related manufacturing reference: 2030404-2018-00025, 2030404-2018-00027. During an atrioventricular nodal reentrant tachycardia procedure, a cancellation occurred due to unstable impedance readings. While in the patient's heart the first catheter indicated 120 to 170 ohms and was exchanged due to the impedance fluctuations. The second catheter had the same impedance readings and it was not possible to deliver radiofrequency (rf) energy. To resolve the issue the dispersive patch was repositioned, the connecting cable was exchanged, the ablation region was changed but the issue remained. An additional dispersive patch was placed on the patient and the generator was exchanged but the issue remained. Before connecting a third catheter the generator was changed back to the original generator and the location of the dispersive patches was changed again but the issue remained. A third catheter was introduced but had no improvement. The procedure was cancelled as the temperature and impedance issues could not be resolved. There were no consequences to the patient.